Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
A nitrex guidewire was being used during left femoral arterial access for diagnostic pediatric cardiac catheterization. It was used in 21g arterial needle. The tip of the nitrex guidewire sheared off and was retained extravascularly. Immediately contacted surgeon and pediatric surgery doctor. It was determined it was safe to leave in place. Proceeded and completed case with no other issues.